Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted that the patient had a posterior prolapse and flail. One clip was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2020, during a follow up appointment, transthoracic echocardiography (tte) showed that mr had increased to a grade of 3. It was stated that the clip was stable on the leaflets, but the cause of the increased mr was unable to be determined. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any manufacturing nonconformities issued to the reported lot that could have contributed to the reported event. Based on the information reviewed, a cause for the reported recurrent mitral regurgitation could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na